Manufacturer narrative:
The referenced device was not returned to the manufacturer. The exact cause of the reported event could not be determined at this time. The user facility further reported that the intended hysterectomy procedure was completed with another device. The device worked appropriately at first. No device component break off. No device fragment broke as it was just crooked. No other equipment was replaced. The device, generator, footswitch, cables and connections were not inspected or tested prior to use. The instructions manual provides warning that indicates the following: carefully remove the device from its shipping package. Inspect to ensure no damage has occurred during transit or storage. Do not use this device if the packaging or the device is damaged. During the procedure, check the device and cord regularly for damage.

Event description:
The manufacturer was informed that before use, the joint of the device was noted to be "shaken". During procedure, the forceps were not tightly clamping and the hemostatic effect was poor. The distal end of the device became broken soon after it was used. The device was changed for use. There was no patient injury reported.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for the concerned device. The package-level and device-level dhrs indicated were manufactured and tested in accordance with all applicable procedures and met all final product release criteria.